Event description:
It was reported that stent damaged occurred. The target lesion was located in the right coronary artery. A 32x3.00mm omega¿ stent was selected. While attempting to cross the lesion, it was noted that the distal stent struts were raised. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with no other devices. There were stent struts that were bent and bunched up on the distal end of the stent. The stent was secure on the balloon. The balloon was tightly folded. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the right coronary artery. A 32x3.00mm omega¿ stent was selected. While attempting to cross the lesion, it was noted that the distal stent struts were raised. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.